Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had developed breast cancer, thus the device was to be moved from the left chest area to the right prior to radiation therapy. During the procedure, adapters were connected to the leads and tested prior to tunneling. Once this lead had been tunneled across to the right chest area, it no longer functioned appropriately. Impedances could not be measured and there was no capture. The adapter was removed; however, there was still no capture nor the ability to measure impedances. It was suspected that the lead had fractured during the tunneling process. This lead was therefore surgically capped and abandoned and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.